Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. One month prior to the peritonitis onset, the patient "collapsed" at home and was urgently hospitalized for another indication. The cause of peritonitis was not reported. The patient was treated with unspecified medication however, treatment details were not reported. On an unspecified date, the patient was "found unconscious" and "not in good condition". The patient subsequently passed away despite being treated. The cause of death was reported to be due to sepsis. No autopsy was performed. It was not reported if peritonitis was resolved and if pd therapy was ongoing prior to and at the time of death. No additional information is available.